Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection of the returned device found approximately (B)(4) of the ceramic tip detached and suspected to be missing. The broken ceramic tip was not returned for evaluation. There was foreign material and chips marks noted on the ceramic tip as well as light scratch marks on the outer housing. Based on the evaluation and similar reported events, the reported event is most likely due to user mishandling. The instruction manual warns users: ¿if the inner sheath is inserted or removed at an angle to the outer sheath, the lateral force applied to the inner sheath may crack, loosen, break, or otherwise damage the sheath¿s insulated distal tip. A broken tip, or fragments of a damaged tip, can potentially pass through the outer sheath and into the patient. Do not use an instrument that fails to meet the criteria stated in the labeling or that has been damaged. Damage may result in the loss of the entire ceramic tip or fragments of the ceramic tip.¿

Event description:
Olympus was informed during a therapeutic resection of a bladder tumor procedure; a portion of the ceramic tip of the sheath broke off and fell inside the patient. It was reported that device fragment was retrieved with an unknown device. It is unknown if the intended procedure was completed. There was no patient injury reported.